Event description:
(B)(4). The physician was using a resolute integrity rapid exchange (rx) drug-eluting stent for treatment of a lesion in the left peronel. The device was unable to cross the lesion and was removed from the patient without isuse. On removal it was noted that the stent was damaged. Another stent was used to treat the lesion. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results - (root cause undetermined - limited information). Unapproved use of device (device not indicated for use in left peronel). Inherent risk of procedure (failure to deliver stent <(>&<)> stent deformation). User/device interface (unapproved use of device).